Manufacturer narrative:
The explanted pump was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately one month post implant, the circulatory support specialist reported that the pt underwent a pump exchange due to suspected pump thrombus. The pump will be returned for eval. The pt is reportedly doing well and remains ongoing on the new lvad.